Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 15 mg/dl while wearing the pod between 4 and 24 hours. The patient became disoriented, fell and broke 3 ribs, bruised his side, and hit his head. At the hospital, the patient was monitored, given a manual injection of insulin and was prescribed midodrine (2.5mg). The patient was released a few days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.